Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and reported the issue was not duplicated during testing. However, since the reported issue of check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as recurrence preventive measures. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer about the v60 indicating that the device displayed a check vent: backup alarm failed alarm. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was replaced by a spare v60 ventilator. The customer¿s medical engineer performed operational checking, but the alarm did not recur. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician reported per engineering report (ER), the issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu pcba with the accusation of a secondary alarm failure / diagnostic code 1104 has been analyzed per the steps called out in the ER. The results of the testing of this cpu pcba have resulted in a no problem found conclusion.